Event description:
Beckman coulter, inc. Field service engineer (fse) was at the customer's site to repair the coulter lh 750 hematology analyzer for "probe wipe not up" errors. The fse noticed the probe wipe actuator was receiving 5 volts and not the 24 volts necessary to drive the actuator. The fse replaced the optics supply and the 24 volts were present but the probe wipe was still not working. The fse then noticed a burning smell and saw a light stream of smoke from the diluter 2 card. The fse replaced the diluter 2 card and the probe wipe assembly and the instrument ran without any errors or hazards. The fse determined the cause of the burning smell was a short circuit on the diluter 2 card. The cause for the "probe wipe not up" errors was the probe wipe. The fse was wearing a lab coat, gloves, and eye protection. The fse did not observe any sparks, arcs, or flames, but did notice a burn smell. Patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).